Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric, a bifurcation lesion, calcified, and type b2. The lesion was not pre-dilated. A cypher 3.5 x 18mm stent was implanted at 16 atm for 20 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act of 260 was recorded. The patient's antiplatelet therapy (ticlopidine hydrochloride) was stopped after (6) months. Please note that device (lot #i1204126) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approximately twenty-eight months after the index procedure the patient complained of chest pain and was admitted to the hospital. Coronary angiography (cag) was done and thrombus was observed in the previously implanted cypher 3.5 x 18mm stent. The very late thrombosis (vlt) was treated by balloon angioplasty. No additional information was available regarding this procedure. The physician's comment regarding the possible cause of the thrombotic event was because the pt's antiplatelet therapy was stopped (ticlopidine hydrochloride).